Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device burned the patient's mouth. No patient injury reported.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. A visual inspection of the generator exterior found the triverse pogo pins internal to the monopolar 2 receptacle severely bent. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure was found during the investigation. The triverse pogo pins internal to the monopolar 2 receptacle were severely bent. This failure did not cause or contribute to the reported condition of patient burn. The investigation could not determine a root cause or a probable root cause for the bent pins. The monopolar 2 receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device burned the patient's mouth. No further information on concomitant device used with the generator. (B)(4) according to the reporter, the patient suffered a burn to the inside of the mouth and tongue. There is a patient injury. Patient is healing well and the burn did not compromise the airway or leave any scarring.